Manufacturer narrative:
Initial and final MDR 1877113 - MDR - device 4 of 5. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusion sets cannulas were bent. The patient faced symptoms within 3 hours of insertion. The issue was occurred within the last month. The insertion site was abdomen. Moreover, the patient's blood glucose leveled was over 200 highest was 325 mg/dl. Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.